Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
Z6ms transducer has broken plastic controls. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: during the investigation of the complaint, the issue with the z6ms transducer tip position knobs was a result of the articulation wire being broken. The most probable cause was due to cable manufacturing process variance and/or insufficient wire reliability. Improvements to the device were initiated through a CAPA.

Manufacturer narrative:
This supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00134) submitted in 2016 did not go through correctly. Correction: correct the brand name of the device (see section d1), correct the date received by manufacturer (see section g3). Additional information: additional event information (see section b5), update the device available for evaluation (see section d10),update the initial reporter information (see sections e1,e2,e3), update the manufacturer's contact information (see section g1), provide the PMA/510(k) information (see section g5), update device evaluated by manufacturer (see section h3), and provide evaluation codes (see section h6), provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00134) submitted in 2016 did not go through correctly. Additional information was received and it was reported that during patient planning, the a/p knob of the transducer broke off internally. Another device was used to continue and complete the procedure. There was no loss of data and there was no patient or user injury reported. No additional information was provided.